Event description:
The customer reported that the ortho provue analyzer interpreted a positive antibody screen result as negative. Visual inspection of the gel card showed the reaction was positive (1+). No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer arrived at the site and performed adjustments to the camera, handler and centrifuge. The fe also replaced the cracked washed block and other components. Repairs have returned the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. (B) (4).